Event description:
It was reported that the mammomarkers would not deploy into the biopsy site. The doctor was able to deploy a fourth mam3008. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Clear tip sheared at distal tip. The mam3008 devices a, c were received with the introducer tubes sheared off at the distal tip and the collagen plugs were missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device a, c additional information: (B)(4) clear tip sheared at distal tip. (B)(4). The mam3008 appliers b, d were received in good physical condition and already deployed (without the collagen plug). The firing mechanisms were tested and they were fully functional. The batch records were reviewed and no anomalies were noted during the manufacturing process. Device b, d additional information: (B)(4).